Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a pacemaker, right atrial (ra) and right ventricular (rv) leads was implanted and at the other day started showing loss of capture (loc) as observed at the electrocardiogram. The rv lead had dislodged and this caused the loc, therefore it was repositioned at an additional surgical intervention. No additional adverse patient effects were reported.